Event description:
The #2 port line of the co 4 fr, 8 cm dual lumen catheter disconnected from where both lumens are connected together, external to the pt. Catheter had been in place 1 day. Pt returned to or to have a new catheter placed. Catheter sent to clinical engineering to be inspected. Appears catheter has a manufacturing defect. #2 lumen was not inserted very deeply into the plastic where the lumens are combined.